Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated, the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other complaints for this lot. No further action is warranted at this time. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that following insertion of an intraocular lens (iol), white granules like sand were noted encrusted in the haptic. The incision was enlarged and the iol was removed and replaced. The surgeon reported some corneal edema had been noted which he expected to diminish. Sutures were placed to close the incision. Additional info has been requested.